Manufacturer narrative:
The handpiece received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was a leaky ebox.

Event description:
It was reported that the handpiece began leaking oil during qc processing. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.